Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with oversensing noise and inappropriate automatic mode switch (ams). No changes were reported. The patient was stable.